Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error code e207 (lamp lightning error)" was caused by a lamp lightning did not work properly due to spare lamp failure. The event can be detected/prevented by following the instructions for use which state: [warning] non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) and sales team lead reported that while at the user facility they received error code e207 (emergency lamp is blown or failed) on the evis exera iii xenon light source. It is unknown if the event occurred during maintenance or if the error code was observed as a previous occurrence on the device. There was no report of patient involvement. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed on site by the fse and during evaluation of the returned device when the spare lamp was found to be burned out. Additionally, the evaluation found the rear partition dented, signs of corrosion underneath the scope socket, and the lamp life meter was reading over 500 hours. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.